Manufacturer narrative:
No conclusion can be drawn as the device was not returned and there is no serial number information available. Event date is estimated based on article indicating that event occurred in 2000.

Event description:
Sudden hearing loss following the use of a midas rex motor for a craniotomy was reported in journal of clinical neuroscience 17 (2010) 149-152 article "sudden hearing loss following non-petrous craniotomy" authored by j.c. Ryan, p.a. Bird, and j.a. Bonkowski. A (B)(6) woman with past history of bilateral otosclerosis and total hearing loss on right and low tone island of hearing on left underwent a craniotomy to remove a right suboccipital petrousmeningioma. Immediately following the procedure, the patient reported loss of residual hearing. Testing confirmed there was no longer any measurable hearing. Patient was treated by cochlear implantation.